Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 9/17/90 and removed on 10/28/96 due to "broken tubing." In the received information the physician stated that there was "no fluid in the system." The physician further stated that there were no apparent circumstances in the patient's history that would have contributed to this occurrence. In addition the physician stated that the device was damaged during removal. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or additional information be received, qa will re-evaluate this complaint in accordance to procedures. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service.

Event description:
Per info provided to co by physician's office, the device was removed due to "broken tubing." As reported to co, the entire device was removed and replaced with model 3-piece inflatable penile prosthesis. 11/4/96 -received operative report from the surgeon/physicians office which stated "operative procedure: removal of penile prosthesis and insertion of another penile prosthesis; operative findings: the pt has a malfunctioning prosthesis in place with no fluid in the system."